Event description:
The event involved ICU medical oncology kit w/60" (152 cm) appx 2.2ml, smallbore ext set w/ chemolock port, clamp, anti-siphon valve, spiros; chemolock; syringe transfer set w/microclave, chemolock port (cl 3960). The patient arrived to their appointment to disconnect their 5-fluorouracil cadd pump (medication ndc 25021-0215-98). The patient's cadd pump pouch was found to have dried white residue over a large portion of the bag and there was caked, white residue on the chemolock port closest to the pump. When asked about a possible leak, the patient reported feeling "some wetness on [her] left side by the pump [but] just dried it off." Upon visual inspection of the cadd cassette and tubing, the cassette appears to be intact, no occlusion/interruption events were found in the cadd pump event log, and the leak appears to have come from the somewhere in the ICU medical oncology kit tubing line.